Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unspecified tissue injury (therapy/non-surgical treatment, additional) associated with the increasing perforation was due to the grasping difficulty. The cause of the reported difficult or delayed positioning (leaflet grasping) appears to be due to challenging patient anatomy (perforated leaflet). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a severe bi-leaflet prolapse and thin leaflets. Two clips were successfully deployed, reducing mr to a grade of 2. To further reduce mr, a third clip was inserted and placed on the mitral valve. When the clip was initially closed, the mr reduced, but when the clip was fully closed, the mr returned due to a perforation on the posterior leaflet. The clip was repositioned to treat the perforation, but posterior leaflet was unable to be grasped. Therefore, the clip was implanted laterally of the perforation, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.